Manufacturer narrative:
The device has not yet been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the pt is no longer able to hear with his device. All external parts have been exchanged, however with no success. Testing was carried out which confirmed that the device has malfunctioned.